Event description:
It was reported that a patient underwent a revision procedure approximately 2 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1, b5 the following sections were updated: b4, g3, g6, h2, h3, h6, h11 visual examination of the provided pictures identified the explanted products with biological debris on them. However, as the products were not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. It was indicated that additional glenoid bone removal was necessary on revision of the products. This was not completed on the initial procedure due to previous bone fracture. It is unknown if the incomplete bone removal in the initial procedure contributed to the dislocation. As such, a definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroscopy. Subsequently, the patient was revised due to dislocation. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). G2: country event occurred in: australia. D10 narrative: item: unknown humeral bearing. Lot: unknown. H6: component code: proposed code: mechanical (g04)- head. The product will not be evaluated by zimmer biomet as it was not returned by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.